Event description:
Event description cpi received information that this patient's endotak transvenous defibrillation lead (0074) is exhibiting oversensing. X-ray shows the lead to be under tension, very different from the implant position. They took the patient in after a few weeks and performed bypass surgery. At this time they elected to cap the endotak transvenous defibrillation lead (0074), and added a small patch (0040), a large patch (0041) and two (4312's) and solved the problem.